Event description:
Physician reported that pt who had undergone the essure procedure, 6-8 weeks postpartum by another physician reported pain in 2008. Pt requested micro-insert removal. On the next day, pt underwent laparoscopy. Left essure micro-insert was removed intact. The right micro-insert outer coil was removed but inner coil could not be located. U/s was done and inner coil was located. Pt reported that the pain on her left side had resolved post-operatively. On nineteen days later, physician reported that the pt underwent hysterectomy on fifteen days after the original date, and her pain has resolved. Pathology showed that the inner coil was properly located in her right fallopian tube and that no abnormal pathology was noted on report. All parts of both micro-inserts were removed from the pt.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.